Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-sep-2025, the user reported elevated blood glucose (bg) levels after changing the insulin cartridge and infusion set following an unannounced pancake breakfast. Bg increased from 257 mg/dl to 394 mg/dl. The user initially did not recall any delivery alerts, but upon checking the history, an "occlusion alarm" was found. The agent guided the user through filling the tubing and cannula. The user¿s grandson assisted with disconnecting the contact detach 23" infusion set. The highest blood glucose (bg) recorded was 394 mg/dl. Bg was corrected after filling the tubing and cannula. No symptoms were reported, and no medical intervention was required at the time of call.